Manufacturer narrative:
Quality safety evaluation received on 11-may-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion and terminated the pregnancy. It was found that one coil was in the uterine cavity. Later, she underwent a hysterectomy to remove essure and due to pelvic pain. The reported events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this case, the patient had confirmed hsg. With the pregnancy diagnosis, a device expulsion was found. This event could have had a contributory role in the reported essure failure (pregnancy). However, since the exact mechanism of the events is not known (whether essure device was expelled first and the pregnancy followed, or whether it was in place during the conception and was expelled later), causality with the suspect insert cannot be excluded. The same assessment is given for the reported pelvic pain (based on device safety profile and events nature). This case was considered an incident, since device removal was required (hysterectomy performed). The outcome of the technical investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2016. It describes the occurrence of pregnancy in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The medical doctor did essure placement and patient had confirmed hysterosalpingogram, she became pregnant and had termination. Hcp then did a hysteroscopy and discovered that one coil was in the uterine cavity and it was not causing her any problems so he left it there. Patient later came back complaining of pain and problems with it. At that point hcp did a hysterectomy in order to remove and take care of the essure problems that she was having. Follow-up received on 18-apr-2016: essure lot number was b97485. Date of hysteroscopy (as reported) was (B)(6)-2014. Results both tubes are occluded with acceptable placement of devices noted. On (B)(6)-2015 she had an emergency room visit for pelvic pain and positive pregnancy test. Ultrasound showed small fluid collection, one essure coil in endometrial cavity. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion and terminated the pregnancy. It was found that one coil was in the uterine cavity. Later, she underwent a hysterectomy to remove essure and due to pelvic pain. The reported events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this case, the patient had confirmed hsg. With the pregnancy diagnosis, a device expulsion was found. This event could have had a contributory role in the reported essure failure (pregnancy). However, since the exact mechanism of the events is not known (whether essure device was expelled first and the pregnancy followed, or whether it was in place during the conception and was expelled later), causality with the suspect insert cannot be excluded. The same assessment is given for the reported pelvic pain (based on device safety profile and events nature). This case was considered an incident, since device removal was required (hysterectomy performed). A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Follow-up from 21-jul-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion and terminated the pregnancy. It was found that one coil was in the uterine cavity. Later, she underwent a hysterectomy to remove essure and due to pelvic pain. The reported events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg) to determine if the inserts are in the correct location and tubal occlusion is present. In this case, the patient had confirmed hsg. With the pregnancy diagnosis, a device expulsion was found. This event could have had a contributory role in the reported essure failure (pregnancy). However, since the exact mechanism of the events is not known (whether essure device was expelled first and the pregnancy followed, or whether it was in place during the conception and was expelled later), causality with the suspect insert cannot be excluded. The same assessment is given for the reported pelvic pain (based on device safety profile and event's nature). This case was considered an incident, since device removal was required (hysterectomy performed). The outcome of the technical investigation resulted in an unconfirmed quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.